Event description:
Orthofix was made aware of a clinical paper that discusses a study involving 53 patients who underwent cervical total disc arthroplasty with m6-c implants. The study reports revision in 19 patients due to osteolysis. This study appears to be a follow up to the 2022 report by (B)(6), which reported 18 patients who underwent revision due to osteolysis (with 3 awaiting revision). The present study does not describe the nature of the constructs; however, the initial report describes multi-level hybrid constructs ("three one-level ctdr, four two-level hybrids, seven three-level hybrids, and three four-level hybrids revised anteriorly").

Manufacturer narrative:
It was reported that a patient with an m6-c device was revised due to osteolysis. The device was explanted. The condition of the device at the time of removal was unknown. Without radiographic imaging it was not possible to assess the potential role of patient conditions, m6-c placement and surgical technique. No device was returned: therefore, no device examination could be performed. Without a device, serial number, or lot number, the device history record could not be completed. No microbiology or pathology testing reports or results were provided. Based on the limited information provided, it was not possible to determine the cause of the product experience. Without a device, serial number, or lot number, the device history record and ncmr database could not be completed. Rmf 0003 rev 39 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted.

Event description:
Orthofix was made aware of a clinical paper that discusses a study involving 53 patients who underwent cervical total disc arthroplasty with m6-c implants. The study reports revision in 19 patients due to osteolysis. This study appears to be a follow up to the 2022 report by scott-young, which reported 18 patients who underwent revision due to osteolysis (with 3 awaiting revision). The present study does not describe the nature of the constructs; however, the initial report describes multi-level hybrid constructs ("three one-level ctdr, four two-level hybrids, seven three-level hybrids, and three four-level hybrids revised anteriorly").